Event description:
It is reported that a hair was located in the sterile packaging. The device was implanted.

Manufacturer narrative:
Evaluation summary: the sterilization process for this device complies with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The manufacturing lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. (B)(4). Therefore, it is highly unlikely that the presence of the hair found in the package would lead to any infections or other bio-incompatibility if the device had been used. It cannot be determined with certainty when the hair fell into the packaging. Evaluation: device history records indicate all components were manufactured and inspected specification.